Event description:
On (B)(6) 2010 pt reported, she is having an issue with her infusion headsets falling out of her body. Pt stated, she has been having issues where the infusion sets are causing blood at the infusion site and coming out. Pt reported, it is causing an abscess. Pt reported, she had to have one of the abscesses lanced off. Pt stated when the infusion headsets come out, this is causing her blood glucose to go higher. Pt reported also receiving injections in her spine for back pain. Pt stated after these injections, her blood glucose has been going up in the 400-500's mg/dl. Pt reported, she gets hot when this happens and treats herself with 25.0 units of insulin until her blood glucose returns to normal. Patient's normal blood glucose level is around 100 mg/dl. Pt stated, the infusion adapter has not been changed for awhile. Advised to change adapter with every 10th cartridge change. Educated pt on using adhesive dressing. Pt reported, she does not know if the blood and abscess is from the adhesive or the cannula. Had pt disconnect the infusion tubing and prime; insulin emerged. Pt stated, the time of the infusion device was incorrect but basal rates were correct. Call became disconnected. On call back from pt on (B)(6) 2010, pt reported she had to change infusion sets almost every day because, they are not staying in anymore. Pt stated, her a1c has been elevated because of the infusion set being kinked and not dispensing the insulin properly. Requested return of the alleged infusion set for evaluation.